Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was under and over delivering. The customer indicated they had a low blood glucose of 60 mg/dl at the time of the incident. No further details were provided as the customer disconnected during troubleshooting. The insulin pump will not be returned for analysis.